Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had exposed to fluid. Customer's blood glucose at time of incident was 150 mg/dl. Customer insulin pump was exposed to perspiration. The customer was sitting outside at games and was sweating. The customer was assisted in performing self-test and test got complete but stated the icons left a shadow in the background of the screen so the screen still looks dark. The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 150 mg/dl. Customer stated the pump will need to be replaced. Customer was advised to revert to backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on lcd board. We were unable to verify for missing segments/partial display and unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected test and all operating current test due to blank display unable to perform displacement test due to blank display anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked case near reservoir tube window and missing end cap sticker.